Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a suspected malfunction. The doctor was not sure if the anomaly was with the pulse generator or the leads so he removed the whole system.